Event description:
Gait disturbance/has trouble climbing stairs/has to wear a brace on the knee because it feels like it is going to give out [gait disturbance] shortness of breath where she has to stop to catch her breath [shortness of breath] a terrorizing 2 hours with the calf cramps where she fell out of bed [cramps calf] could not stand on the injected knee [difficulty in standing] falling out of bed [falling]. Case narrative: initial information received on (B)(6)2024 regarding an unsolicited valid non-serious case received from a patient; case upgraded to serious case on (B)(6)2024. This case involves a 83 years old female patient who had shortness of breath where she had to stop to catch her breath, a terrorizing 2 hours with the calf cramps where she fell out of bed, could not stand on the injected knee and gait disturbance/had trouble climbing stairs/had to wear a brace on the knee because it felt like it was going to give out while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication included latanoprost, estradiol, cortisone cream, magnesium and iron. Concurrent conditions included arthritis in right knee, itching in the bra area, glaucoma, inflammation in fingers and vaginal dryness. On (B)(6)2024, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 48mg/ 6 ml) (dose: unknown) via intra-articular route for once for osteoarthritis. On (B)(6)2024, after the latency of 2 days of having the treatment with synvisc one, patient was readying for bed a terrorizing two-hour event began. Patient was crying and screaming and at one point falling out of bed (fall) and having an awful time getting back in bed because she could not stand on two feet (dysstasia). At the time, she thought it must be restless leg syndrome at worst possible scenario. She did eventually fall asleep and awaken in the morning. She sent message to doctor, asking if her dosage of magnesium and iron needed to be adjusted. She replied that what she described was not restless leg syndrome and while she was not familiar with synvisc one, it could be a side effect of the injection. Patient was assuming that event was calve cramps (muscle spasms). Since that sunday night, she had two such events, each lasting only about ten minutes. On her walk to and from the office from and to the train she had to stop many times to regain her breath, which had not happened before (shortness of breath) also, she could not walk in a straight line, and while walking was still difficult three months after the injection, stairs and ramps are very difficult (gait disturbance). Because walking was so difficult, shortness of breath continued when walking. She had to wear a brace on the knee because it felt like it is going to give out. She asked her general physician, if she could have the injection fluid drained, and he laughed. She had an appointment with a new orthopedic specialist he recommended on 3(B)(6)2025. Doctor said nerve wise she was fine, but her walking was terrible. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all events. Corrective treatment: wears a knee brace for gait disturbance and not reported for rest of the events. At time of reporting, the outcome was not recovered / not resolved for all the events. Seriousness criteria: disability for gait disturbance. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc-one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required. The final investigation was completed on 28-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 28-oct-2024 from quality department: ptc number and results were added. Text was amended. Additional information was received on 31-dec-2024 from the patient. Additional event of falling out of bed added. Case initially assessed as non-serious was upgraded to serious case with addition of the seriousness criteria of disability for the event of gait disturbance. Concomitant medication added. Regimen updated. Concurrent medication added. Clinical course updated and text amended accordingly.

Event description:
Gait disturbance/has trouble climbing stairs/has to wear a brace on the knee because it feels like it is going to give out/still has gait disturbance [gait disturbance]. Shortness of breath where she has to stop to catch her breath/having shortness of breath while walking but denies any at rest. [Shortness of breath]. A terrorizing 2 hours with the calf cramps where she fell out of bed [cramps calf]. Could not stand on the injected knee [difficulty in standing]. Falling out of bed [falling]. Case narrative: initial information received on 22-oct-2024 regarding an unsolicited valid non-serious case received from a patient; case upgraded to serious case on 31-dec-2024. This case involves a 83 years old female patient who had shortness of breath where she has to stop to catch her breath/having shortness of breath while walking but denies any at rest, a terrorizing 2 hours with the calf cramps where she fell out of bed, could not stand on the injected knee and gait disturbance/had trouble climbing stairs/had to wear a brace on the knee because it felt like it was going to give out/still has gait disturbance, while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication included acetaminophen, nsaids (non-steroidal anti-inflammatory drugs), latanoprost, estradiol, cortisone cream, magnesium and iron. Concurrent conditions included arthritis in right knee, itching in the bra area, glaucoma, inflammation in fingers and vaginal dryness. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection (strength: 48mg/ 6 ml) (dose: unknown) via intra-articular route for once for osteoarthritis. On (B)(6) 2024, after the latency of 2 days of having the treatment with synvisc one, patient was readying for bed a terrorizing two-hour event began. Patient was crying and screaming and at one point falling out of bed (fall) and having an awful time getting back in bed because she could not stand on two feet (dysstasia). At the time, she thought it must be restless leg syndrome at worst possible scenario. She did eventually fall asleep and awaken in the morning. She sent message to doctor, asking if her dosage of magnesium and iron needed to be adjusted. She replied that what she described was not restless leg syndrome and while she was not familiar with synvisc one, it could be a side effect of the injection. Patient was assuming that event was calve cramps (muscle spasms). Since that sunday night, she had two such events, each lasting only about ten minutes. On her walk to and from the office from and to the train she had to stop many times to regain her breath, which had not happened before (shortness of breath) also, she could not walk in a straight line, and while walking was still difficult three months after the injection, stairs and ramps are very difficult (gait disturbance). Because walking was so difficult, shortness of breath continued when walking. She had to wear a brace on the knee because it felt like it is going to give out. She asked her general physician, if she could have the injection fluid drained, and he laughed. She had an appointment with a new orthopedic specialist he recommended on (B)(6) 2024. Doctor said nerve wise she was fine, but her walking was terrible. Upon follow up patient was inquiring how long would the side effects last and stated she was having the shortness of breath while walking but denied any shortness of breath at rest. Patient stated that she still had gait disturbance and stated she would never had taken it if she would have known. Patient also reported that she think it was the saline solution that the combs were mixed in that was causing all these issues. Patient had trouble climbing stairs and was walking around like a drunk. It was also reported that the hcp was of no help. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all events. Corrective treatment: wears a knee brace for gait disturbance and not reported for rest of the events. At time of reporting, the outcome was unknown for fall and not recovered / not resolved for rest all the events. Seriousness criteria: disability for gait disturbance. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc-one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive actions) is required. The final investigation was completed on 28-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 28-oct-2024 from quality department: ptc number and results were added. Text was amended. Additional information was received on 31-dec-2024 from the patient. Additional event of falling out of bed added. Case initially assessed as non-serious was upgraded to serious case with addition of the seriousness criteria of disability for the event of gait disturbance. Concomitant medication added. Regimen updated. Concurrent medication added. Clinical course updated and text amended accordingly. Additional information was received on 08-jan-2025 from the patient. Concomitant medication added. Event verbatim for gait disturbance and dyspnoea were updated. Clinical course was updated and text amended accordingly.